Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1pcfl, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient during an intraoperative procedure involving an implantable neurostimulator (ins). It was reported to the rep by the hcp that the lead had never been implanted. The issue being reported was that during the procedure on (B)(6) 2019, the distal electrode at the distal part of the lead separated from the lead; right above the ¿0¿ electrode the lead fractured, causing the lead to bend at a 90 degree angle at that point. The rep noted there had been no environmental or patient factors that had contributed to the issue and the rep noted it was obvious the lead had fractured so troubleshooting was not applicable at that point. The rep reported that the actions/interventions taken to resolve the event were that a new lead was then opened and they proceeded to finish the case. The rep noted the issue had been resolved at the time of this report, the patient was fine and they were having good outcomes. The rep reported the account discarded the fractured lead and thus the rep had been unable to retrieve it to send it back for analysis. The rep noted that no surgical intervention had occurred and no surgical intervention had been planned at the time of the report. There were no further complications reported.